Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest water was leaking from the balloon as there was a crack in the balloon of the foley catheter.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and observed there was a tear at the top area of the sac collar that allowed water to leak out. A potential root cause for this failure could be due to bubble during dipping process/under size and low sac weight-too short pick-up. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest water was leaking from the balloon as there was a crack in the balloon of the foley catheter.